Manufacturer narrative:
Investigation summary asae/pericardial effusion/hypotension/infection/inflammation/major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 67 year old female with a past medical history of hypertension, hyperlipidemia, asthma, pre diabetes, and coronary artery disease status post pci to the severe ostial rca on 4/2/2024 presented with two weeks of severe chest pain and was admitted for a cto procedure with impella support for high risk percutaneous coronary intervention (hrpci). During the procedure, the patient developed refractory cardiogenic shock requiring escalating vasopressor support. Repeat rhc showed a decreased cardiac output/index of 2.9/1.93. Bedside ultrasound revealed a small but slightly increased pericardial effusion. Coronary angiography and intracoronary definity contrast demonstrated no perforation or contrast extravasation. Due to persistent hypotension, pericardiocentesis was performed with drainage of approximately 200 ml serosanguineous fluid, though hemodynamics did not improve. The pericardial fluid, initially serous, became hemorrhagic, and a pericardial drain was left in place. The patient continued to deteriorate, requiring upgrade to va ECMO after consultation with CT surgery, constituting a surgical intervention. Post procedurally, the patient experienced continuous bright red drainage from the pericardial catheter (~100 cc/hr) and significant bleeding from the left femoral impella access site, ultimately requiring impella removal. Hemostasis was achieved, and subsequent imaging (aortogram, venogram, and repeat coronary angiography) showed no vascular or coronary injury. The patient required multiple transfusions, including ffp and 8 units prbcs. Loqi reports also document acute infective pericarditis with cultures positive for multiple streptococcus viridans group organisms, treated with ceftriaxone and transitioned to oral cephalexin to complete therapy. The patient remained hemodynamically supported post ECMO initiation and was transferred to the cs ICU for further management. Additional contributing events included major access site bleeding, hemorrhagic pericardial effusion, hypotension, refractory cardiogenic shock, and surgical intervention for ECMO cannulation. There is no evidence of device malfunction, coronary perforation, or vascular injury attributable to the impella system. The events appear related to the patient¿s underlying critical cardiac condition, complex procedural course, and clinical deterioration rather than a device performance issue. The patient survived events and explant.

Event description:
The complaints team received a long-term outcome and quality indicator (loqi) impella registry database report indicating that a patient experienced an adverse event. The loqi reports that the procedure was complicated by refractory cardiogenic shock requiring an upgrade to extracorporeal membrane oxygenation (ECMO). The impella was removed due to continuous bleeding around the sheath site. There was no need for venting at the end of procedure as pulsatility was around 20-30 mmhg. Pericardial fluid was drained which was initially serous but transformed to hemorrhagic at the end of the case. The pericardial drain was left in place. Prior to impella removal, a repeat right heart catheterization was performed which demonstrated lower cardiac output/index of 2.9/1.93. The patient was becoming hypotensive requiring epinephrine 0.2 pushes and levophed 0.2. A bedside ultrasound was performed which demonstrated a small pericardial effusion, slightly larger than her baseline echocardiogram a month ago. A coronary angiography was performed again which did not show any perforation or contrast extravasation. Intracoronary definity contrast was injected as well which did not demonstrate any contrast extravasation into the pericardial space. Due to persistent hypotension, it was decided to perform pericardiocentesis and around 200 milliliters of serosanguineous fluid was drained. Hemodynamics unfortunately remained unchanged. The heart failure team was consulted at this point and it was decided to upgrade support to ECMO. Computed tomography surgery team was consulted and the patient was successfully upgraded to ECMO. The patient's outcome was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.